Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported two hospitalizations due to diabetes ketoacidosis. The first event happened in august. Customer was nauseated and vomiting. Customer stated that she thought it was a hangover. The blood glucose readings were 500 mg/dl. Hospital treated with IV insulin and dextrose. Cannula was bent. Second incident, diagnosed diabetes ketoacidosis. Customer was nauseated and vomiting. Customer stated that potassium and iron must be balanced. They were low. Hospital treated with IV. Nothing further reported.